Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the penta lead on (B)(6) 2010 as a result of receiving stimulation in the wrong area (refer to 1627487-2011-03324). He stated he is getting rib and abdominal stimulation. The pt is working with his physician for a potential revision. No further information is available at this time.